Event description:
While changing the t-u-r tubing the spike tip broke into pieces during bladder irrigation. Nothing add'l needed for pt. Multiple issues with this product. FDA safety report ID# (B)(4).